Event description:
It was reported that the user experienced four failed infusion set attempts during a supply change, with the first two attributed to an applicator not functioning properly and the next two attributed to adhesive not adhering due to sweat, after which the set was successfully replaced; product involved was an infusion set and cartridge, and the device component relevant to the event was the cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem found, while a usage problem was identified related to improper or incorrect procedure or method involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.